Event description:
A surgeon reported that a memory lens iol implanted in the left eye of a pt in 2000 has since opacified. The lens was explanted and replaced in 2005 with no complications and pt doing well. Visual acuity reported as 20/100-1, os, ats five day follow up with excellent prognosis. No further information is available at this time.